Manufacturer narrative:
Device evaluation: returned device was received for evaluation. No evidence of reported problem in event log was found. During the evaluation of the device te customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy failed accuracy - 9.25%. No adverse patient effects were reported.